Manufacturer narrative:
The physician reported to rxsight that the patient had some refractive instability during light adjustments and was left with a residual amount of 1.75d cylinder after completion of all light adjustments; the physician decided to explant the original lal (+17.0d) and implant a new lal (+18.0d). The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +17.0d) was explanted due to residual refractive error and a new lal ((B)(6), +18.0d) implanted as a replacement. Rxsight's first awareness of this event was on 01/18/2024.